Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately a week and a half after port implantation a chest x-ray was performed due to the inability to confirm patency and visibly the port looked low. The x-ray confirmed the port had migrated lower and the catheter had migrated out of the svc (superior vena cava). Approximately three days after the x-ray the port was repositioned. Approximately seven days after repositioning the port, another x-ray was performed confirming the position of the port was correct. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Based on information in the sample evaluation: investigation summary: although the sample was not returned for evaluation, 5 x-rays were provided for review. The investigation is confirmed for the reported port/catheter migration issue, as image review determined the following main points: based on the images provided, port-a-cath placement on the right side of the patient¿s chest can be confirmed. Based on the images provided, the identity the port-a-cath cannot be determined. Based on the images provided, migration of the port-a-cath can be confirmed. Based on the images provided, migration of the catheter from the port-a-cath can be confirmed. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues, such as the very loose tissue/muscle in the patient¿s chest reported by the inserting ir, contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate (expiration date: 02/2020).

Event description:
It was reported that approximately a week and a half after port implantation a chest x-ray was performed due to the inability to confirm patency and visibly the port looked low. The x-ray confirmed the port had migrated lower and the catheter had migrated out of the svc (superior vena cava). Approximately three days after the x-ray the port was repositioned. Approximately seven days after repositioning the port, another x-ray was performed confirming the position of the port was correct. There was no reported patient injury.